Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) had pace lead impedances that were measured to be low out of range. This ICD and ra lead remain in service. No adverse patient effects were reported.